Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer alleged that the pump was delivering a bolus without user interaction. Customer's blood glucose was 225 mg/dl. Upon follow up, the contact reported that the customer inadvertently entered the incorrect carbohydrate values and units when programming a bolus. Per contact, no further assistance was required as the pump was working as intended.